Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nqz9, implanted: (B)(6) 2014, product type: lead. Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that, per the patient representative, the ins stopped working "a year and a half after it was put in." They stated the patient "took a fall and hit head, shoulder and the wires got unconnected." The implanting healthcare provider was retiring, and they went to a new urologist on wednesday. Images were taken after the fall, which showed the wires were disconnected, and again at the wednesday appointment. The results of the images of the wednesday appointment had not been reviewed yet. The patient representative stated the healthcare provider redirected them to the manufacturer help line to ask for a specific manufacturer representative. The caller was redirected to the healthcare provider to further address the issue, and they were provided the national answering service (nas) number to request a manufacturer representative. There were no patient symptoms nor further complications reported at this time.